Manufacturer narrative:
The device evaluation performed by the arjo service consultant revealed that the power cable has signs of mechanical damage. The insolation was broken with copper wires exposed in several areas of the cable and burning marks were visible. The sparks allegedly observed by the customer could be a consequence of the short circuit at the time of the power cord damage. The arjo service consultant who visited the facility was informed that the power cord damage occurred during the transfer of the bed with the patient to another unit. The power cord was run over causing above mentioned issue. The citadel plus instruction for use (ID. 831.374-en, extract attached) includes the following safety information regarding the power cord: ¿make sure power cord is kept free from all pinch points, moving parts and is not trapped under casters. Improper handling of power cord can cause damage to the cord, which may produce risk of fire or electric shock. Pull the power cord out of the mains wall outlet to remove the power cord.¿ arjo device was involved in the reported event and failed to meet its specification since the power cord was damaged. The bed was in use by a patient at that time. The complaint was assessed as reportable due to allegation about the sparks coming from the the damaged power cord. No injury was claimed.

Event description:
The customer staff contacted arjo and informed about an issue with the citadel plus power cord. The sparks were noticed. The device was in use by a patient at that time. No injury was claimed.